Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise and had failed to capture. The lead was programmed off. The patient had no adverse consequences.

Event description:
New information received indicates that the rv lead was capped on (B)(6) 2024. Patient status was unknown.